Manufacturer narrative:
Device received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify motor error alarm, no delivery alarm/occlusion, prime/fill anomalies and rewind due to completely broken reservoir tube lip. However, the motor was tested outside of the device and passed. Device received with broken reservoir tube lip, missing reservoir tube o ring, missing end cap sticker and cracked battery tube threads. The test infusion set and reservoir does not lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had motor error, reject new batteries, insulin squirt during rewind, crack near reservoir compartment, slower and louder during rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.